Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive at the forceps cover, missing pink rubber on probe, and a pinhole on cement at the light guide lens. There was no patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.